Event description:
It was reported that multiple cartridge alarms occurred during insulin delivery. Customer will reach out to their healthcare provider regarding a backup method of insulin therapy. There was no reported adverse impact to the customer¿s blood glucose level.